Manufacturer narrative:
(B)(4). Date sent: 10/27/2020. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows a piece of tissue, no malformed staples could be observed. The second file shows two photos: the first photo shows a tissue with surgical instrument and the second photo shows tissue and bleeding could be observed. Based on the photos reviewed, the event describe of leak intervention is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 11/23/2020. D4: batch # unk. H6: health effect - clinical code: gastrointestinal system (e10). Additional information was requested, and the following was received: ecs29a ¿ u9499g. What were the indications for surgery? Complicated diverticulitis with intramural abscess. What surgical procedure was performed? -robotic to open sigmoidectomy with colostomy placement. Did the patient receive any preoperative chemotherapy or radiation? -no. What healthcare professional fired the device and what is his/her experience with the device? The resident. Previously fired circular staplers. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. Were there any issues with device use/firing? Difficulty squeezing device. What confirmation was received that the device completed the firing sequence? Staff believed device had completed firing and heard crack of white breakaway washer how many counter-clockwise revolutions of the adjusting knob were used to open the device? 3/4. To insure that the anvil was free of tissue, was the device rotated 90 degrees in both directions prior to fishtailing out? Yes. Was there any difficulty removing the device? Yes, device was stuck. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were the donuts inspected? If so, please describe. Yes, please see previously provided photos. One complete and one incomplete donut. Dr. M reported that she believes the firing with the ecs29a was on poor tissue. She reported that pathology reported that the anastomosis tissue had thickened tissue with diverticulitis. Were there any issues noted with staple formation? If so, please describe the shape and location. Yes, staples did not appear to be in b formation. See previously provided photos. Was a leak test performed? If so, what type and what was the result? Yes fluid test with endoscopic flex sigmoidoscopy and air was the staple line visualized endoscopically during the initial surgical procedure? Yes how was the leak identified? Air bubbles. How was the leak addressed? Patient was converted to open, failed anastomosis and staple line resected and second open firing attempted. What is the current patient status? Patient doing well and continues to have a colostomy.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2020. D4: batch # u5cn2k. F10/h6: component code = mechanical (g04). Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The specimen pathology for the first firing with ecs29a was positive for diverticulitis and she states "the tissue was thick". Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Ecs29a. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? How many counter-clockwise revolutions of the adjusting knob were used to open the device? To insure that the anvil was free of tissue, was the device rotated 90 degrees in both directions prior to fishtailing out? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? How was the leak addressed? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robotic sigmoid colectomy / flex sigmoidoscopy, the ecs29a manual circular stapler had misfired. They prepared the distal and proximal bowel, created a colostomy and inserted the ancillary trocar, she removed ancillary trocar, secured bowel with vloc and had no difficulty meeting the anvil and stapler. She noticed no bunching of tissue. Resident dialed the orange indicator into the green tissue compression zone, removed the safety, and fired the device noticing slight resistance. He then turned the adjusting knob counterclockwise "3 quarter turns" and attempted to remove the device and the device would not remove. He turned the dial another quarter turn and with difficulty was able to remove the device. The anastomosis was examined, and the staple line was determined not to be intact and only one donut was found in the device. The bowel was them trimmed distally to the mesenteric defect and the rectum was transected in preparation for another attempt with a cdh29a. Rep arrived in the room as anvil of cdh29a was placed in the proximal bowel. Resident inserted stapler into anus with trocar retracted, advanced to rectal transection, ensured placement and then advanced trocar to puncture bowel. Surgeon met anvil with trocar, ensured tissue placement and device was closed and compression applied. Orange indicator was within the green zone of tissue compression scale. Resident removed the safety and fired. Adjustment knob was turned 3/4 turn and resident attempted to remove device and device would not remove again. After turning the adjusting knob another 1/4 turn surgeon was able to remove the device with resistance and difficulty. The second anastomosis was examined and determined to be not intact. Only one donut was found in the device and bowel failed leak test. Decision was made to hand sew bowel, divert and convert to an open procedure with ostomy placement. An additional rep arrived shortly after second misfiring and remained for the rest of case. Two total misfiring¿s during case one with ecs29a and one with cdh29a. After the case the surgeon examined the removed anastomosis from first firing and stated, "the tissue feels thickened". Anastomosis site for second firing the "bowel felt normal with no thickening. The procedure was delayed by one hundred and twenty minutes.